Event description:
It was reported that the patient experienced discomfort due to the pacing from the right ventricular (rv) lead. There was no allegation of malfunction of the lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies. The reported event could not be confirmed.